Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device was returned with no telemetry. Final analysis found high current from the hybrid. The cause of the premature battery depletion was isolated to the hybrid anomaly.

Event description:
Additional information received noted that the implantable cardioverter defibrillator was explanted on (B)(6) 2023. The patient is in stable condition.

Event description:
It was reported that the patient presented during clinical follow. Upon interrogation, it was noted that the patient was symptomatic of arrythmia as the implantable cardioverter defibrillator was prematurely depleted. Programming changes were performed. The patient was in stable condition.